Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two systems, a cervical system and a thoracic system. It was reported the patient had difficulty charging her cervical ipg due to its location. As a result, the patient had not charged the ipg in approximately 5 to 6 months. The patient was without stimulation and the ipg was inoperable. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced which resolved the reported issue. The actual event date is unknown.

Manufacturer narrative:
Results: the complaint about the patient did not recharge the ipg was confirmed. As received the ipg did not communicate with a lab patient programmer and displayed error code 2501-no communication. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. The dfu states ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.